Event description:
It was reported that during follow up, this right ventricular lead exhibited high pacing thresholds due to experiencing dislodgement. The lead was successfully repositioned. No further adverse effects were reported.